Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed noise over sensing resulted in inappropriate automatic mode switch and low pacing impedance on the atrial lead. No intervention or procedure was reported. The patient had no consequences.